Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant, it was reported that the pt was sleeping and experienced low speed and pump stop alarms. The alarms were aborted when he was woken and sat up. It was also reported that the pt was asymptomatic and was advised to monitor for further alarms. Approximately a week later, the pt continued to have multiple low speed alarms. Each time the alarms aborted spontaneously and the pt was asymptomatic during the incidents. The pt was switched to an ungrounded cable on (B)(6) 2013 and was advised to monitor for further alarms.

Manufacturer narrative:
The pt remains on lvad support with the pump. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.